Event description:
It was reported that a scheduled transmission review on this implantable pacemaker showed atrial tachy response (atr) with atrial undersensing of arrythmia. The battery longevity is normal, and the lead measurements are stable. The device remains in service. No adverse patient effects were reported.